Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that their cycler was alarming with the supply bag lines are blocked message in dwell 3 of 5 of treatment. This issue has occurred three times; this is their third time calling for same issue and in same cycle. The patient was connected during incident. One 6l heater bag (hb) was half full. With 2 supply bags (sb) connected. Sb #1 was a 3l bag which was empty and hanging with the white clamp open and the cone broken; sb #2 was a 3l bag which was 75% full and hanging with the white clamp open and the cone broken. When checking the connection to the sb #2 (3l bag) the patient contact stated that it became disconnected. Per the patient contact, she was able to reconnect it but the connection does not look "flushed" like the other bag, she stated that there is a small gap. Hb selected during setup was 6l. Sb(s) were correctly verified in step 4 of setup. The last bag option is set to no. There were no air bubbles in sb lines. The patient did not disconnect sb. Pressed ok, and the message reoccurred. The hb cone was located in the bag. There were no issues breaking the cone. The tubing set was not kinked. The patient will stat drain and then end treatment. Ts provided the patient contact with the supply bag lines are blocked message criteria and advised that it would be best to cancel the treatment. They will do a stat drain. Ts advised to give ts a call back when they start the setup so ts can go through all the setup screens with them. Upon follow up, the reporter stated that when they checked the connection, it was not flush. A small amount of fluid leaked, several drops. The issue occurred in dwell 3 of treatment. The patient was connected. The cycler alarmed with the supply bag lines are blocked message prior to the connection issue being discovered. The connector did not look damaged or deformed, it just would not sit flush. All other connections were secure. They stat drained and performed manual treatments to make up for the missed cycles. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that their cycler was alarming with the supply bag lines are blocked message in dwell 3 of 5 of treatment. This issue has occurred three times; this is their third time calling for same issue and in same cycle. The patient was connected during incident. One 6l heater bag (hb) was half full. With 2 supply bags (sb) connected. Sb #1 was a 3l bag which was empty and hanging with the white clamp open and the cone broken; sb #2 was a 3l bag which was 75% full and hanging with the white clamp open and the cone broken. When checking the connection to the sb #2 (3l bag) the patient contact stated that it became disconnected. Per the patient contact, she was able to reconnect it but the connection does not look "flushed" like the other bag, she stated that there is a small gap. Hb selected during setup was 6l. Sb(s) were correctly verified in step 4 of setup. The last bag option is set to no. There were no air bubbles in sb lines. The patient did not disconnect sb. Pressed ok, and the message reoccurred. The hb cone was located in the bag. There were no issues breaking the cone. The tubing set was not kinked. The patient will stat drain and then end treatment. Ts provided the patient contact with the supply bag lines are blocked message criteria and advised that it would be best to cancel the treatment. They will do a stat drain. Ts advised to give ts a call back when they start the setup so ts can go through all the setup screens with them. Upon follow up, the reporter stated that when they checked the connection, it was not flush. A small amount of fluid leaked, several drops. The issue occurred in dwell 3 of treatment. The patient was connected. The cycler alarmed with the supply bag lines are blocked message prior to the connection issue being discovered. The connector did not look damaged or deformed, it just would not sit flush. All other connections were secure. They stat drained and performed manual treatments to make up for the missed cycles. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that their cycler was alarming with the supply bag lines are blocked message in dwell 3 of 5 of treatment. This issue has occurred three times; this is their third time calling for same issue and in same cycle. The patient was connected during incident. One 6l heater bag (hb) was half full. With 2 supply bags (sb) connected. Sb #1 was a 3l bag which was empty and hanging with the white clamp open and the cone broken; sb #2 was a 3l bag which was 75% full and hanging with the white clamp open and the cone broken. When checking the connection to the sb #2 (3l bag) the patient contact stated that it became disconnected. Per the patient contact, she was able to reconnect it but the connection does not look "flushed" like the other bag, she stated that there is a small gap. Hb selected during setup was 6l. Sb(s) were correctly verified in step 4 of setup. The last bag option is set to no. There were no air bubbles in sb lines. The patient did not disconnect sb. Pressed ok, and the message reoccurred. The hb cone was located in the bag. There were no issues breaking the cone. The tubing set was not kinked. The patient will stat drain and then end treatment. Ts provided the patient contact with the supply bag lines are blocked message criteria and advised that it would be best to cancel the treatment. They will do a stat drain. Ts advised to give ts a call back when they start the setup so ts can go through all the setup screens with them. Upon follow up, the reporter stated that when they checked the connection, it was not flush. A small amount of fluid leaked, several drops. The issue occurred in dwell 3 of treatment. The patient was connected. The cycler alarmed with the supply bag lines are blocked message prior to the connection issue being discovered. The connector did not look damaged or deformed, it just would not sit flush. All other connections were secure. They stat drained and performed manual treatments to make up for the missed cycles. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.